Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient¿s both scs ipgs (reference MFR report: 1627487-2018-04058) would not communicate with external devices. It was noted that patient has had weight fluctuation. Multiple troubleshooting attempts by company representative was unable to resolve the issue. As a result, a surgical intervention may be pending to address the issue.

Event description:
Additional information received indicated the patient's ipg was explanted and replaced. Postoperatively, the patient is reportedly receiving effective therapy.